Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding: gen. Abnormal bleed/severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received : previously reported event of "injury" was replaced with pain. Additional events - essure confirmation test: no, bleeding: gen. Abnormal bleed/severe bleeding and psych injury related to essure were added. Suspect drug start and stop date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,lower pelvic'), uterine perforation ('uterine perforation') and genital haemorrhage ('bleeding: gen. Abnormal bleed/severe bleeding') in an adult female patient who had essure (batch no. 681140, 20208778, 3866) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included dysmenorrhea, menorrhagia and endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (ablation, oopherectomy, hysterectomy (full) and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Event "uterine perforation" added. New reporters and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,lower pelvic'), uterine perforation ('uterine perforation') and genital haemorrhage ('bleeding: gen. Abnormal bleed/severe bleeding') in an adult female patient who had essure (batch no. 3866-inv,681140,20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included dysmenorrhea, menorrhagia and endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (ablation, oopherectomy, hysterectomy (full) and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,lower pelvic'), uterine perforation ('uterine perforation') and genital haemorrhage ('bleeding: gen. Abnormal bleed/severe bleeding') in an adult female patient who had essure (batch no. 3866-inv,681140,20208778) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's concurrent conditions included dysmenorrhea, menorrhagia and endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (ablation, oopherectomy, hysterectomy (full) and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. 3866 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.